Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device hasn't been responding to patient temperature (pt) changes. Repairs related to the reported issue: the patient was sedated. When patient temperature (pt) increase occurred, sedation was increased. Patient was not "snowed." Nurse concerned because they stated the arctic sun device hasn't been responding to patient temperature (pt) changes. No alerts or alarms but patient temperature (pt) was above the targeted temperature (tt). Notes at 6:30am patient temperature (pt) was 33.7c, 34.3c, 33.9c. At 8:00am patient temperature (pt) was 34.3c, water temperature (wt) was 9.7c. At 9:30am patient temperature (pt) was 33.2c, water temperature (wt) was 25.9c. Current patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 38.8c, water flow rate (wfr) was 1.4 l/m. Advised that the device was responding currently as designed. From history provided water temperature (wt) been adjust to the fluctuations but they do understand the patient temperature (pt) was above and below targeted temperature (tt). Advised that they can download the therapy data once therapy was complete and review. This data will allow them to see exactly what was occurring and it will allow them to provide feedback. Encouraged to call back when these temperature drops or increases occur or when they had any questions at all. Obtained nurse manager contact information for rep to follow up with for data download. Therapy will be complete in about 18 hours. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The patient was sedated. When patient temperature (pt) increase occurred, sedation was increased. Patient was not "snowed." Nurse concerned because they stated the arctic sun device hasn't been responding to patient temperature (pt) changes. No alerts or alarms but patient temperature (pt) was above the targeted temperature (tt). Notes at 6:30am patient temperature (pt) was 33.7c, 34.3c, 33.9c. At 8:00am patient temperature (pt) was 34.3c, water temperature (wt) was 9.7c. At 9:30am patient temperature (pt) was 33.2c, water temperature (wt) was 25.9c. Current patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 38.8c, water flow rate (wfr) was 1.4 l/m. Advised that the device was responding currently as designed. From history provided water temperature (wt) been adjust to the fluctuations but they do understand the patient temperature (pt) was above and below targeted temperature (tt). Advised that they can download the therapy data once therapy was complete and review. This data will allow them to see exactly what was occurring and it will allow them to provide feedback. Encouraged to call back when these temperature drops or increases occur or when they had any questions at all. Obtained nurse manager contact information for rep to follow up with for data download. Therapy will be complete in about 18 hours. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was sedated. When patient temperature (pt) increase occurred, sedation was increased. Patient was not "snowed." Nurse concerned because they stated the arctic sun device hasn't been responding to patient temperature (pt) changes. No alerts or alarms but patient temperature (pt) was above the targeted temperature (tt). Notes at 6:30am patient temperature (pt) was 33.7c, 34.3c, 33.9c. At 8:00am patient temperature (pt) was 34.3c, water temperature (wt) was 9.7c. At 9:30am patient temperature (pt) was 33.2c, water temperature (wt) was 25.9c. Current patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 38.8c, water flow rate (wfr) was 1.4 l/m. Advised that the device was responding currently as designed. From history provided water temperature (wt) been adjust to the fluctuations but they do understand the patient temperature (pt) was above and below targeted temperature (tt). Advised that they can download the therapy data once therapy was complete and review. This data will allow them to see exactly what was occurring and it will allow them to provide feedback. Encouraged to call back when these temperature drops or increases occur or when they had any questions at all. Obtained nurse manager contact information for rep to follow up with for data download. Therapy will be complete in about 18 hours. Sn (B)(6).

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was sedated. When patient temperature (pt) increase occurred, sedation was increased. Patient was not "snowed." Nurse concerned because they stated the arctic sun device hasn't been responding to patient temperature (pt) changes. No alerts or alarms but patient temperature (pt) was above the targeted temperature (tt). Notes at 6:30am patient temperature (pt) was 33.7c, 34.3c, 33.9c. At 8:00am patient temperature (pt) was 34.3c, water temperature (wt) was 9.7c. At 9:30am patient temperature (pt) was 33.2c, water temperature (wt) was 25.9c. Current patient temperature (pt) was 32.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 38.8c, water flow rate (wfr) was 1.4 l/m. Advised that the device was responding currently as designed. From history provided water temperature (wt) been adjust to the fluctuations but they do understand the patient temperature (pt) was above and below targeted temperature (tt). Advised that they can download the therapy data once therapy was complete and review. This data will allow them to see exactly what was occurring and it will allow them to provide feedback. Encouraged to call back when these temperature drops or increases occur or when they had any questions at all. Obtained nurse manager contact information for rep to follow up with for data download. Therapy will be complete in about 18 hours. Sn: (B)(6).